Manufacturer narrative:
The spacelabs healthcare field service engineer gathered the device logs for further investigation. The customer was unable to provide a specific time as to when the alleged event occurred. A general review of the log was performed and no abnormalities were noticed. Since the customer was unable to provide the time when the outage had occurred, further investigation into the event is not possible. The cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
The field service engineer is attempting to get additional information from the customer regarding the failure. A follow up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A spacelabs field service engineer was informed of a telemetry outage at the xhibit central station for a five minute time period. There was no patient or user harm associated with this event.